Event description:
It is stated that the caller's son tried to call and get a replacement pump. Blood glucose level is unknown. We helped explain replacement process to the mother. Pump is being returned. No further information available

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.